Manufacturer narrative:
H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a worn donut. This does not impact the functionality of the recharger. Found no issues with finding or charging ins. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID (B)(4). (Serial: (B)(6)); product type: 0213-recharger brand name intellis; product ID (B)(4). (Serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the controller wouldn't turn on when they were charging the implant. The issue began (B)(6) or (B)(6). During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 70% and implant said recharge. A couple of the pins were pressed in at the end on the recharger. The top row or part of the controller charging port was not perfectly straight. A replacement controller and recharger were sent out. No symptoms were reported.  Additional information was received from a patient (pt). It was reported that the patient called back and received the replacement controller and recharger but was not able to connect to the implant. During the call patient reset the controller and plugged the recharger. Patient got excellent and controller was at 100%. Patient then got replace controller batteries. Patient denied damages in the controller charging port. The 1st pin on the recharger was lower than the reset and the plastic that held the pins were not perfectly straight. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the 97745fa patient therapy manager (serial number (B)(6)) revealed cracked front case causing case separation, charge issues, power loss and blank/white display. Unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.